Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon mushroomed. The catheter was inserted into the patient, and water was injected to inflate the balloon. The balloon was inflated without any problems. After the placement, the balloon was deflated with the syringe. The user then removed the catheter, and stated that upon removal, it felt as if the tip of the catheter was allegedly hooked inside of the patient's body. Upon inspection the facility found there was a ridge on the balloon of the catheter. There was no reported injury.

Manufacturer narrative:
The reported issue (it was reported that there was mushroom-shaped balloon on the catheter. The catheter was inserted into the patient, and water was injected to inflate the balloon. The balloon was inflated without any problems. After the placement, the balloon was deflated with the syringe according the proper procedure. Then, the user removed the catheter with deflated balloon. When removing it, the user alleged he/she felt something wrong as if the tip of the catheter hooked inside of the patient's body. Upon inspection the facility found there was a ridge on the balloon of the catheter. There was no any pain/damage to the patient on this case) was confirmed. Per visual evaluation cuff roll was not observed however it was confirmed under preliminary evaluation made by field assurance team (visual inspection noted there appeared to be a mushroom/ridge on the balloon of the catheter) and based on the attached photo of the preliminary evaluation where the cuff roll on the catheter balloon can be observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter balloon mushroomed. The catheter was inserted into the patient, and water was injected to inflate the balloon. The balloon was inflated without any problems. After the placement, the balloon was deflated with the syringe. The user then removed the catheter, and stated that upon removal, it felt as if the tip of the catheter was allegedly hooked inside of the patient's body. Upon inspection, the facility found there was a ridge on the balloon of the catheter. There was no reported injury.